Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom rock rack and found that the resolution output on the camera required adjustment. The technician adjusted the resolution output on the camera, tested the unit, confirmed to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the wall monitor connected to their hexavue custom room rack did not display video. This resulted in a short procedure delay. The procedure was completed successfully. No report of injury.